Manufacturer narrative:
This supplemental report was submitted to provide additional information from the legal manufacturer and to update the following sections: d8, g3, g6, h2, h4, h6 and h10. The legal manufacturer performed the device history records for this device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The investigation was completed by the legal manufacturer and determined that there is no manufacturing, material or processing related cause for this failure mode. Since it has been more than eight years since the subject device manufacturing date it is likely that the flickering images were caused by an unstable connection as the lock pin of the dvi connector was damaged due to aging deterioration caused by repeated usage over a long period of time. The legal manufacturer will continue to monitor the field performance of this device.

Event description:
The asset evis exera iii video system center was returned to the service center. Upon inspection and testing, the unit was found to have an intermittent image malfunction due to a defective printed circuit board. There was no reported allegation of a complaint associated with the device and there was no patient involvement reported.

Manufacturer narrative:
The evaluation of the device found the intermittent image malfunction was due to a damaged/defective printed circuit board (dp) failure at the digital video interface (dvi) out connector. Additionally, the locking pins were damaged due to wear and tear and the general shield ribbon holder was broken off. The asset was repaired and returned to asset stock. A review repair history shows the asset was last serviced via repair on 30, april 2021 due to a damaged net spacer on the external housing. The investigation is ongoing; therefore, the root cause of the reported malfunction cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.